Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd catheter experienced 80 cases of leakage and 50 cases of the catheter breaking/separating from the hub. The product defects resulted in 15 serious injuries with the patient's experiencing infection. It has not been specified whether medical intervention was applied as a result. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via post market survey that there were occurrences of infiltration / extravasation (20), leakage (80), localised IV site infections (e.g. Cellulitis, abscess, phlebitis, thrombophlebitis) (15), and damage to cannula tubing leading to cannula break off / fragmentation (50).